Event description:
It was reported to boston scientific corp that during an endoscopic retrograde. Cholangiopancreatography (ercp) procedure using a jagwire, the flexible (soft) tip jagwire peeled off when the physician attempted to exchange guidewires for stenting. It is unk if any fragments of the jagwire fell into the pt. The procedure was completed with a difference device (device type unk) and the pt is reportedly "stable" post-procedure.

Manufacturer narrative:
The device has not been received for analysis. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The pt is reported to be over (B)(6) yrs of age. (B)(4).